Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. The customer stated that she was eating properly and taking insulin when she had high blood glucose. The customer's blood glucose was 410 mg/dl. The customer treated herself with a bolus. Troubleshooting was done. The customer expressed no symptoms of high blood glucose. Advised customer to run manual prime, and the customer stated that insulin did exit the tubing. The customer also mentioned a crack at the rim of the reservoir compartment. The customer was unaware of how the damage occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.